Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00184 on august 29, 2017. 10/27/2017 additional information: siemens received two samples from this patient (1 serum/1 plasma; 500ul each for volume) for further testing. There was insufficient volume to test this patient's sample with a heterophile binding tube (hbt). Siemens replicated the elevated results for tni-ultra on lot 123 when tested in-house. Results: plasma sample 22.19 ng/ml, serum sample 23.64 ng/ml . The elevated results on lot 123 rule out a product performance issue with the lot 120 in use by the customer. The patient sample was negative on an alternate method. The antibodies for the two methods are independent of each other and may bind to different epitopes on the troponin molecule which can account for an interference seen with one method and not the other. The laboratory procedures generally used to identify the presence of an interfering antibody are serial dilutions to demonstrate a nonlinear response. This testing was performed at the customer site and was consistent with the results of an interfering substance in the sample. The erroneous result is recognized as being inconsistent with the patient's clinical picture due to a nonspecific interfering substance. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. Please note the interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The cause for the discordant advia centaur xpt tni-ultra results is possible interference. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method."

Manufacturer narrative:
The siemens technical application specialist (tas) further reports that dilutions run on the original patient plasma tube (diluted 1:5) and a serum tube (diluted 1:2), which were drawn at the same time, both had result as 0.000 on the advia centaur xpt. The original plasma tube run neat on (B)(4) 2017 had a result of 19.724 ng/ml. The cause for the discordant advia centaur xp tni-ultra results is unknown. Siemens healthcare diagnostics has requested the patient samples for further testing and investigation. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A discordant positive advia centaur xpt troponin ultra (tni-ultra) result was obtained for a patient sample. The patient was in the emergency department (ed). The patient was transported to another hospital and the patient was redrawn and tested for troponin on an alternate method. The result was negative. The advia centaur xpt result was reported after the negative result from the alternate method was obtained. The original sample was repeated on the advia centaur xpt system and the result was positive. The laboratory verified that they had the correct sample to match the patient. The patient was admitted to the hospital with chest pains. The patient did have and an EKG here and the note is: "found no evidence of stemi, with nonspecific inferior wall t-wave inversion in lead 3, but otherwise no significant changes from her previous EKG dated (B)(6) 2007." Update provided on 08/24/2017: no cardiac issues were diagnosed and the patient was discharged. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.